Event description:
The customer reported the ventilator shut down while in use on a patient. The customer reported there was no patient harm. Review of the device diagnostic log history indicated an occurrence of a ventilator restart. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the power supply as a precaution to address the finding. Extended self testing and applicable final testing was completed and passed to operating specifications.